Manufacturer narrative:
The console was serviced by the field service engineer (fse) at the customer's site. The fse reviewed the error logs and confirmed the reported error 282. The fse replaced the brick (laser source) and switching module (swm) on channel two in order to correct the device issue. The damaged debris shield was also replaced. The console was then ready for use. The footswitch and brick (laser source) were later received at our quality assurance laboratory and underwent through analysis. Visual inspection of the foot switch identified the foot switch assembly was in good physical condition. The foot guard had minor chins in the paint along the edges. All four rubber feet were in place, the cable insulation and strain relief were intact, the connector was in good shape, and the pins in the connector were clean and straight. The right pedal, left pedal, and center standby-ready button all pressed down smoothly and returned to the open position without any issue. The connector was opened, and all wires were connected. Visual inspection of the brick identified the brick was in overall good physical condition. The ends were intact and all screws were in place. There was no leakage along the end cap seams. The switching module was later received for analysis. Visual inspection of the switching module found it was in overall good physical condition. Based on analysis results, although the returned components were in good condition, after the fse changed the brick the reported event was resolved. As a result, the investigation is assigned a conclusion code of cause traced to component failure.

Event description:
It was reported that, during the procedure, error 282 was received when the left foot pedal was pressed. The procedure was not completed due to this event. Information regarding whether or not the patient was sedated was not available. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Manufacturer narrative:
D3. Manufacturer email: moshe.barenboym@bsci.com.

Event description:
It was reported that, during the procedure, error 282 was received when the left foot pedal was pressed. The procedure was not completed due to this event. Information regarding whether or not the patient was sedated was not available. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Event description:
It was reported that, during the procedure, error 282 was received when the left foot pedal was pressed. The procedure was not completed due to this event. Information regarding whether or not the patient was sedated was not available. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Manufacturer narrative:
The console was serviced by the field service engineer (fse) at the customer's site. The fse reviewed the error logs and confirmed the reported error 282. The fse replaced the brick (laser source) and switching module (swm) on channel two in order to correct the device issue. The damaged debris shield was also replaced. The console was then ready for use. The footswitch and brick (laser source) were later received at our quality assurance laboratory and underwent through analysis. Visual inspection of the foot switch identified the foot switch assembly was in good physical condition. The foot guard had minor chins in the paint along the edges. All four rubber feet were in place, the cable insulation and strain relief were intact, the connector was in good shape, and the pins in the connector were clean and straight. The right pedal, left pedal, and center standby-ready button all pressed down smoothly and returned to the open position without any issue. The connector was opened, and all wires were connected. Visual inspection of the brick identified the brick was in overall good physical condition. The ends were intact and all screws were in place. There was no leakage along the end cap seams. Based on analysis results, although the returned components were in good condition, after the fse changed the brick the reported event was resolved. As a result, the investigation is assigned a conclusion code of cause traced to component failure. D3. Manufacturer email: (B)(4).

Event description:
It was reported that, during the procedure, error 282 was received when the left foot pedal was pressed. The procedure was not completed due to this event. Information regarding whether or not the patient was sedated was not available. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Manufacturer narrative:
The console was serviced by the field service engineer (fse) at the customer's site. The fse reviewed the error logs and confirmed the reported error 282. The fse replaced the brick (laser source) and switching module (swm) on channel two in order to correct the device issue. The damaged debris shield was also replaced. The console was then ready for use. The footswitch and brick (laser source) were later received at our quality assurance laboratory and underwent through analysis. Visual inspection of the foot switch identified the foot switch assembly was in good physical condition. The foot guard had minor chins in the paint along the edges. All four rubber feet were in place, the cable insulation and strain relief were intact, the connector was in good shape, and the pins in the connector were clean and straight. The right pedal, left pedal, and center standby-ready button all pressed down smoothly and returned to the open position without any issue. The connector was opened, and all wires were connected. Visual inspection of the brick identified the brick was in overall good physical condition. The ends were intact and all screws were in place. There was no leakage along the end cap seams. The switching module was later received for analysis. Visual inspection of the switching module found it was in overall good physical condition. Based on analysis results, although the returned components were in good condition, after the fse changed the brick the reported event was resolved. As a result, the investigation is assigned a conclusion code of cause traced to component failure.